Event description:
Healthcare professional reported left side "signs of intra and extracapsular rupture" diagnosed via MRI and ultrasound. The event of "presence of juxta capsular nodule and axillary nodules" is not related to the device. Device was explanted.

Event description:
Healthcare professional reported left side "extracapsular rupture," and ¿lymph nodes observed in the axillary regions present usual morphology and pharmacokinetic pattern, some with silicone sign." Healthcare professional additionally reported ¿presence of nodule¿ and ¿capsular nodule and axillary nodules¿ not related to the device. Device remains implanted.

Manufacturer narrative:
Additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extracapsular rupture," and ¿lymph nodes observed in the axillary regions present usual morphology and pharmacokinetic pattern, some with silicone sign.

Event description:
Healthcare professional reported left side "extracapsular rupture," and ¿lymph nodes observed in the axillary regions present usual morphology and pharmacokinetic pattern, some with silicone sign." Healthcare professional additionally reported ¿presence of nodule¿ and ¿capsular nodule and axillary nodules¿ not related to the device. Device remains implanted.